Manufacturer narrative:
Device was used for treatment, not diagnosis. Pt info: patient information is not available for reporting. Date of event: unknown. This report if for one two-column volar distal radius plate. Part and lot numbers are not available for reporting. UDI, unknown part number, UDI is unavailable. Additional device product code is hwc. (Therapy date): implant date is unknown and was reported as approximately 3-4 years prior to (B)(6) 2016. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The 510(k): unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device manufacture date: unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that hardware explant surgery was performed on (B)(6) 2016, due to the patient's tendon rubbing against the plate and subsequent tendon rupture. The patient initially underwent an open reduction internal fixation (orif) procedure to treat a distal radius fracture on an unknown date approximately 3-4 years ago. The patient was implanted with an unknown two-column volar distal radius plate and eight unknown screws consisting of 2.4mm variable angle locking screws and cortex screws. Five screws were implanted distally in the plate and three proximally in the shaft. On an unknown date, the patient suffered a ruptured tendon and it was reported that the tendon had been rubbing against the plate. The patient's fracture had healed and there were no reported issues with the hardware. During the (B)(6) 2016 surgery, all the hardware was successfully explanted with no surgical delay and without incident. Further medical intervention regarding repair of the ruptured tendon is unknown. This report is for one unknown two-column volar distal radius plate. This report is 1 of 1 for (B)(4).